Event description:
The dr had difficulty trying to insert the dilator and iab into the hemostasis valve. Iabp continued without any further problems. (Event complications: unk -reported 12/5/96. Pt's current status: unk -reported 12/5/96.